Manufacturer narrative:
(B)(4) - device evaluation: a retain cartridge was evaluated by product analysis on (B)(4) 2012. Visual inspection was performed with no issues found. The cartridge was filled and no leaking issues were observed. A cartridge force test was performed and the cartridge was found to be performing within specifications. No defects were found.

Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient reported high bg the last several weeks ranging in the 500''s mg/dl to 600's mg/dl. The patient denied developing signs/symptoms suggestive of a hyperglycemia with the bg excursion. The patient informed customer support that she would take multiple correction boluses via pump in response to the elevated bg's and confirmed her bg would eventually come down to her normal range (~120 mg/dl). At the time of troubleshooting, animas customer support discovered that the patient was changing the cartridge every 5-7 days versus recommended change of every 3 days. Customer support advised the patient that the cartridge should be changed every 3 days to prevent breakdown of insulin. This complaint is being reported because the patient obtained bg values greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the instructions for use (IFU) explain to the user how often the cartridge should be replaced.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.